Manufacturer narrative:
Unit received with intermittent button response due to unlocked lcd connector. Unable to vibrate during self-test due to broken black wire on vibrator motor. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the up arrow button was not responding. Customer also reported that vibrate mode was on, but insulin pump failed to vibrate even after battery change. Insulin pump failed self-test and did not vibrate. Customer was advised that insulin pump would need to be replaced.